Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) confirmed that the customer had used the recover storage space button, which resolved the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis dispensed the medication onto the fridge, but it displayed as failed hardware message. The medication became stuck in the cartridge and its recurring issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.